Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, battery cap contact missing/damaged, blank display and battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and the customer received stuck button alarm and observed damage on metal contacts. No harm requiring medical intervention was reported. The customer would discontinue the use of the device. The product mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test and self test. However, high sleep current found during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert found in the pump history file/trace on 04-apr-2024 at 10:10:01. Failed battery test alarm found in the pump history file/trace on 04-apr-2024 at 10:51:28. Stuck button error alarm found in the pump history file/trace on 04-apr-2024 at 10:07:15. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector, pcba 1 and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, pillowing keypad overlay, scratched case and minor scratched lcd window. Pump not received with original battery cap. Blank display not confirmed. Keypad/button unresponsive/button error alarm was confirmed due to moisture damage on the keypad flex connector and moisture damage on the pcba 1. High sleep current due to moisture damage on the pcba 1 and corroded battery tube. Battery cap contact missing/damaged and battery cap broken/cracked/damaged was unknown. Moisture damage found on the keypad flex connector, pcba 1 and corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.